Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous shunt in an unspecified vessel. A 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated at 10 atmospheres on the first inflation. However, the balloon ruptured at 12 atmospheres on the second inflation. The procedure was completed using another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).